Manufacturer narrative:
The full event site name in block e1 previously reported is (B)(6). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue with the hospital biomed. There was poor contact on the white data ribbon cable from video board to the display. The fse disconnected, cleaned and reconnected the connectors. No parts were replaced. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) display had green lines and would turn off then on again. There was no patient involvement, and no adverse event reported.